Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 3 in the mouth, there was no primary stability in type IV bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in (B)(6) site 3 in the mouth, there was no primary stability in type IV bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)